Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser probe was not recognized and having a gas/fluid issue. Additional information was received from the customer, who indicated during a retinal procedure, the surgical technician had to bypass something on the console to allow her to draw up gas because the console did not recognize the syringe. Also, port one flickered when the laser probe was plugged in. The second port was used instead. There were no advisory messages. The case was completed without patient harm.

Manufacturer narrative:
The system was examined and the reported issue was confirmed and replicated. The company representative replaced the air/gas fluid (fax) exchange module to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The fax module was received for evaluation. Sample evaluation found replicated the reported event of recognition issue with pneumatics. The component on the printed circuit board (pcb) was found to be non-conforming. However, how or why the component became non-confirming cannot be conclusively determined. The laser system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The root cause of fax issue and recognition issue can be attributed to the component on the pneumatics pcb. However, how or when the component became non-conforming cannot be conclusively determined. The manufacturer internal reference number is: (B)(4).